Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery was able to adequately charge and provide power to a test controller. A tendency to exchange batteries before reaching 25% rsoc may contribute to an out-of-calibration condition. A high max error will cause the battery to flash red when connected to a battery charger. The high max error was unable to be reset during functional testing, likely due to a problem with the main integrated circuit (ic). These are additional observations not related to the reported event. The most likely root cause of the observed high max error can be attributed to a battery that is out of calibration. The most likely root cause of the max error unable to be reset during testing can be attributed to a faulty integrated circuit. An internal investigation evaluated battery main integrated circuit malfunctions. Functional testing revealed the battery did not experience a premature power switching event. Log file analysis was not conducted since log files covering the event date were not available. As a result, the reported events could not be confirmed. There is no evidence that the lubrication servicing was performed on the reported device. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed to communication errors and/or momentary disconnections between the controller and battery. However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power switching. This was associated with intermittent beeping. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Device disposition in b5 was corrected from "still in use" to "exchanged." Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power switching. This was associated with intermittent beeping. The battery remains in use. No patient complications have been reported as a result of this event.